Event description:
Pt was noted to be hypertensive. Epinephrine drip was weaned, no change in blood pressure. Pt's blood pressure checked with nibp machine. Nibp was much lower than invasive bp. Transducer was changed, epinephrine drip was increased, and pt's bp increased. Pressure transducer sent to clinical engineering to be tested. Could not find problem with transducer.